Event description:
It was reported that the patient presented for initial implant. Post implant check noted that the lead caused a pericardial effusion. The lead was explanted and replaced. The patient was stable post procedure.